Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 3/9/2025, the user reported receiving alert 38 - motor stall on their ilet system. Despite multiple restarts, the issue persisted. The ilet will be replaced. The user suspected their blood glucose (bg) levels were between 900-1000 mg/dl but did not perform a finger stick or ketone test to verify. The user's endocrinologist advised going to the hospital, and the user agreed to seek medical help. The user did not report any immediate symptoms or health effects. Multiple further attempts to contact the user for hospitalization follow-up have been unsuccessful.